Event description:
It was reported that the patient had a shoulder replacement 4 months prior and had fallen and torn her subscapular. The surgeon then revised the procedure by performing a reverse shoulder. Patient is doing fine to date. The reverse shoulder was completed with another manufacturer's device. All devices were discarded by account.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The explanted devices were requested for evaluation but were not returned. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this event is as stated in the event that the patient had fallen and tore her subscapular. The directions for use (dfu-0131g) states: post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. Also, factors and risks impacting the safety and service life of the implant is based on extreme stress or strain resulting from work or sport related activities. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.